Event description:
It was reported that during an evans osteotomy, the trials from the biosync tray un-threaded from their inserter handle. Two different trials were used at one point in the case while trialing for the allosync wedge size the surgeon wanted to implant. The case was completed and was not affected in any way negatively.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion.